Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to moisture damage on the keypad traces. The device had missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call button error alarm and high blood glucose levels. Customer's blood glucose level was over 416 mg/dl. Customer was unable to treat their high blood glucose levels. Troubleshooting for the button error alarm was performed. Customer stated the button error alarm did not occur right after the pump was exposed to moisture. Customer stated that a button was not pressed for 3 minutes or longer. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.